Manufacturer narrative:
(B)(4). Date sent to FDA: 12/10/2020 h6 component code: g07002 - device not returned additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - 70 years, 103 kg, 40.2 date and name of initial surgical procedure - 2016 the diagnosis and indication for the initial surgical procedure? - sui other relevant patient history/concomitant medications - obesity, on solifenacin for overactive bladder product code and lot # - not known what is physician¿s opinion as to the etiology of or contributing factors to this event? - nerve irritation from the sling were any concomitant procedures performed? - no onset date/time of the pain from surgery - 18 months after surgery location and character of the pain? - right tvt exit point on the skin, pulling pain was medical intervention given for the pain management? Results? - none please provide date and surgical findings of reoperation. - excision of right arm of the sling between skin and rectus sheath what is the patient's current status? - unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? Was medical intervention given for the pain management? Results? Please provide date and surgical findings of reoperation. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date, and mesh was implanted. The patient experienced right mesh exit point causing pulling pain. The patient underwent exploration, and excision of the right arm sling between the skin, and rectus sheath. Additional information has been requested.